Event description:
Baxter pumps had to be replaced multiple times over the weekend. Unable to safely administer busulfan. Frequent alerts of upstream occlusions or air in line when there was no air in line or occlusion. Unable to administer running with proper med name, had to switch pump to basic mode in order to get the drug to flow through in the time ordered. Manufacturer response for smart infusion pump, iq infusion system (per site reporter) manufacturer has been on-site. They continue to work with the hospital.